Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric lesion in the 90% stenosed, moderately calcified, moderately tortuous, mid left anterior descending coronary artery. During lesion pre-dilatation with a 2.75x15mm nc traveler balloon dilatation catheter, the balloon ruptured during the first inflation at 18 atmospheres. The procedure was successfully completed with additional pre-dilatation and stenting. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on engineering evaluation of the returned unit, case information and sem analysis, engineering determined that the origin of the rupture is not considered related to manufacturing process, design or labeling as it appears the rupture is likely related to damage from the stent during post-dilatation.